Event description:
"Diate" extraction site. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility, swelling and bleeding. No further patient complications were reported.